Event description:
Pt in surgery for robotic assist right partial nephrectomy. After they inserted the endo catch to retrieve the specimen, as the pa was pulling the string of the endo catch bag the metal portion that holds the bag got detached from the handle and was left inside the patient's abdomen. Surgeon was able to pull it out of the patient's abdomen through the trocar. Everything was intact. The said endo catch bag was saved and handed over to charge nurse.